Event description:
The device was applied during a laparoscopically assited vaginal hysterectomy procedure. Reportedly, the knife blade did not retract after firing. The hospital has reported that no pt injury occurred.